Event description:
It was reported by service report that the pt right footend siderail assembly was not locking in the up position. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: broken timing link with exposed sharp edges.